Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) . On (B)(6) 2021 mentor became aware that it erroneously placed the incorrect values in h3 (3. Device evaluated by manufacturer?) And h6 (6. Type of investigation) with the initial report submitted on (B)(6) 2021. Additionally the following statement was incorrectly placed in h10: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The correct statement is as follows: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 275cc saline prosthesis on an unknown date experienced left sided deflation post procedure. As a result, bilateral prosthesis replacement with gel implants was performed on (B)(6) 2021.